Event description:
Philips received a complaint on the xl+ device indicating that there's a capacitor malfunction. The fse evaluated the device. It was determined that this was a malfunction of the capacitor which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).